Event description:
The event involved an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where the customer reported that they had 4 device leaking vanilla tpn. There was patient involvement and no adverse event reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet received.

Manufacturer narrative:
Investigation summary received one (1) used. List #206680490, extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock, as received the filter vent was wetted out with prior infusate. As received the filter vent was wetted out. The set was leak tested per specifications, and leakage was observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The complaint of leaking from the vent port above the drip chamber can be confirmed due to the wetted out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.